Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs), alleging an unusual issue with her onetouch ultra2 meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged issue started on (B)(6) 2015 at approximately 3:30am when the patient stated that ¿when she turns the meter on all she can see is a black line, no main menu¿. It is unknown what medications, if any, the patient uses to manage her diabetes, and it is also unknown whether she made any changes to her usual diabetes management routine in response to the alleged issue. The patient reported developing symptoms of ¿shakiness¿ ¿a couple of minutes after¿ the alleged issue began, and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr walked the patient through the testing process and was able to resolve the issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.